Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Hybrid analysis found the high current was associated with the supply and was isolated to the stacked chip scale package. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.